Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle with foreign material . Irrigation error observed. Due to clogging, water removal ability does not meet the standard value. This condition observed was attributed due to insufficient cleaning , reprocessing, handling issue. The reported issue of ""white stuff is coming out of the nozzle" could be confirmed. Furthermore, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. S-connector found dirty due to water leakage. Adhesive on a-rubber has white-clouded area. Adhesive on a-rubber has a chip. Light guide lens has a crack. Scratch found on connecting tube, c-cover distal end, adhesive on a-rubber (bending section ) has a crack. Universal cord has a wrinkle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported "white stuff is coming out of the nozzle". There is no patient infection associated on this reported issue. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.